Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reports that customer received a button error alarm. Customer's blood glucose was 57 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.